Event description:
Boston scientific received information that occasionally low, out of range, pacing impedances have been detected on this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) system. Initially there was no noise on the lead and all measurements were normal and stable. More recently, however, noise with oversensing was detected on the lead. This resulted in inappropriate anti-tachycardia pacing (atp) delivery, but no pacing inhibition as the patient was not pacer dependent. Efforts to reproduce the noise in the clinic were unsuccessful. The lead impedance typically has been in the mid to high 300 ohm range. No adverse patient effects were reported. Reprogramming was done in an attempt to mitigate inappropriate therapy due to the noise. No adverse patient effects were reported. The system remains in service and the patient will continue to be monitored.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Further information was received that surgical intervention was performed, clavicular crush was suspected, and the right ventricular (rv) lead was explanted and replaced. Information suggests that this device remains in service. No additional adverse patient effects were reported.